Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section b7, other relevant history, including preexisting conditions, of the initial medwatch report stated: ni (no information). Section b7, other relevant history, including preexisting conditions, of the initial medwatch report should have stated: respiratory failure. New information for supplemental medwatch report 001: h 6: the device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low could not be confirmed. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.